Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-01047, 01048. The pt received two leads and two anchors with the removed due to infection. The date of explant is unk. Cultures were taken of the implant site; however, the infection was not believed to be device related. The pt received IV antibiotics as treatment. At this time, the infection has resolved and the pt is doing well.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.